Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device registered within the u.s. (B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 1 opened cassette. Analysis and results: there are no previous complaints of this code batch. (B)(4) manufactured units of this code batch. There are no units in stock. Received one open and used cassette. Date of cassette's opening written on it is 05/24/2016. The cassette is within 4 months of opening and prior to the expiration date. Tested the knot pull tensile strength of the thread in the cassette received and the results fulfill the OEM requirements. Knot pull tensile strength results before releasing the product were 2.29 kgf in average and 2.09 kgf in minimum and fulfilled the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Final conclusion: although the results of the thread in the cassette received fulfill the OEM specifications, note is taken of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to take actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: australia. Customer has recently opened cassette and the thread keeps breaking.